Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer may have bolused twice for food. During troubleshooting with tandem technical support, pump data confirmed that the customer had delivered two boluses within five minutes of each other. Customer's blood glucose level had been impacted.